Event description:
Reporter indicated via the manufacturer's implant card that a patient had vns lead and generator replacement due to a lead fracture. Vns diagnostics with the new devices were within normal limits. High lead impedance 10,000 ohms was first noted on (B)(6) 2012. The last acceptable vns diagnostics were on (B)(6) 2012 with 2349 ohms. No visible lead fracture was seen on the x-rays per the reporter. No trauma or patient manipulation of the vns occurred. The explanted vns lead and generator will not be returned. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.